Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that leadless pacemaker exhibited premature battery depletion as a result of high pacing thresholds causing the battery to reach elective replacement indicator. The device was inactivated and replaced. No patient complications have been reported as a result of this event.